Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, battery compartment was cracked, keypad buttons had tactile issue, button contacts were contaminated, and the ¿down¿ arrow button contact was damaged. This report is made based on the results of investigation completed on 04/20/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: on investigation, the battery compartment was found to be cracked below the grip pad. The pump powered up to a dim display with reddish contrast. The keypad cover was torn while the contrast, ¿up¿ and ¿down¿ buttons responded intermittently. Removal of keypad cover found contamination under all button contacts. Additionally, the ¿down¿ button contact was damaged.